Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 3.00mm x 12mm, catheter was returned for analysis. A visual and tactile inspection identified the balloon was subjected to positive pressure and returned in a deflated state. Media was also noted within the balloon profile. No kinks or damages on the hypotube shaft. A microscopic analysis identified a pinhole 1mm distal from the proximal markerband when attempting to inflate. No kinks or damages on the shaft polymer extrusion as well as the tip. A microscopic examination of the distal and proximal markerbands identified no damage. A leakage testing was performed wherein the device soaking in the waterbath at 37 degrees. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon however a pinhole was identified 1mm distal from the proximal markerband. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.